Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 24 mm amplatzer septal occluder was chosen for implant using 10f amplatzer trevisio delivery system. Complex anatomy with large atrial septal defect. A discrepancy was observed between tee and fluoroscopy measurements when sizing the defect with a balloon. The 24 mm device was deployed first; however, a peri-device leak was noted around the waist, and the device was subsequently retrieved. The device was then upsized to a 28 mm amplatzer septal occluder. During deployment, a portion of the left disc was released into the right atrium, prompting the operator to fully recapture the device. During recapture, a structure resembling a clot was visualized, appearing attached to the septum and floating within the right atrium. The device and delivery system were carefully removed and inspected, and no clot was identified on either component. The physician sought a second opinion from colleagues, and the team concluded that the structure was likely a partially detached piece of septal tissue. No asd device was implanted, and the plan was to continue monitoring the patient. The patient remained hemodynamically stable for the duration of the procedure and was discharged the following day.